Manufacturer narrative:
(B)(4). H6: medical device problem code, 3191; patient was unable to identify device issue. Therefore, a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. The date of the event is an approximation. On (B)(6) 2025, the patient experienced an unspecified issue occurred following insertion of the sensor into the patient¿s abdomen. After sensor placement, the dexcom receiver displayed an estimated glucose value (egv) of approximately 400 mg/dl, accompanied by a high alert. Documentation does not indicate whether the patient experienced symptoms or performed a confirmatory blood glucose (bg) test. In response to the elevated egv, the patient administered 54 units of insulin. After waiting approximately 2-3 hours with minimal change in the egv, he administered an additional 54 units. Sometime thereafter, the patient collapsed while walking beside his bed, becoming trapped between the bed and the wall. He briefly lost consciousness before awakening and calling for his wife, who then contacted emergency services. Emergency medical responders arrived but did not perform an on-site glucose measurement before transporting the patient by ambulance. Upon arrival at the emergency department, his blood glucose level was measured at 700 mg/dl. The corresponding egv at that time was not documented. The patient remained hospitalized for two weeks. It was noted that he had received a high alert prior to the incident. Following the event, the patient is unable to ambulate independently and now requires the use of a walker and wheelchair. He is currently undergoing physical therapy. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.